Manufacturer narrative:
Findings: unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime/a33 test due to faulty sensor resistor unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error multiple times. The patient's blood glucose level was 259 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. Customer states they are able to complete the rewind sequence. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.